Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer 7 failure. Tried reboot but the drawer didn't open and failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that medication spill occurred in the back. Cleaned debris, reseated connections, and restarted the station, but the drawer still wasn¿t detected and popped open on reboot. Fse later swapped out the matrix printed circuit board assembly (pcba). Restarted the station, reconfigured the drawer, and updated firmware and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer 7 failure. Tried reboot but the drawer didn't open and failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.